Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an intrakit device during a procedure. There was no damage noted to packaging of the 6f intrakit. The device was removed from packaging per IFU and inspected with no issues noted. The device was prepped per IFU with no issues noted. The device was properly hydrated. No resistance was encountered during insertion and no force was applied. Leakage of the sheath through the hub occurred during insertion, with a lot of blood loss. There was no issue with the dilator. No special intervention was required. The physician replaced the sheath with a non-medtronic sheath. The patient is alive with no injury reported. The age of the patient is approximate.

Manufacturer narrative:
Photographic analysis: the photograph received shows an opening in the "gland" of the device that would allow blood loss. This is consistent with the returned sample. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: as received the guide wire is engaged in the dilator. The introducer was received bloody and the hemostasis valve inside the hub is dislodged leaving an opening for blood loss. With the naked eye an opening can be seen in the valve. Back lit shows the valve is dislodged within the hub leaving a gap between the valve and hub. The hub cap was removed to reveal the dislodged gland. The gland was removed and inspected. The gland appears to be intact, the slit is present on both sides. The dilator from the kit was inserted into the gland. The dilator entered the center of the slit as expected. The inside of the hub and shelf the gland sits on appears without defect. The hub cap appears with out issue. The gland was placed back in the hub and appears to seat without issue. If information is provided in the future, a supplemental report will be issued.